Event description:
It was reported that the patient would need a possible lead and generator replacement. Per clinic notes dated (B)(6) 2013, the vns device shows high lead impedance suggesting a malfunction. Additionally, the patient recently had a breakthrough seizure and has been encephalopathic since the seizure. Replacement surgery is likely, but has not occurred to date. It was planned for the patient to have a CT scan of the head and an MRI of the brain. X-rays were ordered and the device was turned off by the nurse practitioner. Review of the lead device history records confirmed all quality tests were passed prior to distribution. A review of the patient's programming history only found diagnostics from the date of implant - (B)(6) 2009. Attempts were made for additional information; however, they were unsuccessful.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery due to high impedance on (B)(6) 2014. The products were returned to the manufacturer on (B)(6) 2014. Analysis of the returned generator concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Analysis of the returned lead is currently underway.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on 03/19/2014. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.